Manufacturer narrative:
Product investigation completed. As the complaint component was not returned for analysis, no product analysis could be performed. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient was having difficulties inflating his inflatable penile prosthesis (ipp). When the pump was removed from the scrotum, the device functioned as normal. However, the physician decided to remove and replace the pump. Original cylinders and reservoir remained in the patient. No patient complications were reported in relation to this event.